Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. Unit uploaded properly using carelink pro. No button error alarm noted. Unit had intermittent button response at the esc and express bolus (b) buttons due to corroded keypad traces. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched case, cracked reservoir tube, scratched reservoir tube window and a partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
High blood glucose on (B)(6)2017, with blood glucose of 700 mg/dl at the time of the incident. The customer was at 325 mg/dl at the time of the call. The customer used manual injections to treat for the high. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer is currently using their son's pump as they could not clear a button error alarm on their pump. The customer has also had a couple of low blood glucose level incidents while they were sleeping and the paramedics were called. The customer was given insulin and glucagon to treat the lows. The insulin pump will be returned for analysis.